Manufacturer narrative:
(B)(4). Method: the complaint respiratory humidifier has not been returned to the manufacturer. It has been performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Attempts to obtain further information with regard to the reported condensation has been unsuccessful. Results: no fault was found with the returned humidifier. It functioned normally during performance testing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the reported fault could not be replicated as the returned humidifier functioned normally during testing and passed the performance check. Following the testing, the subject humidifier was returned to the customer. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Fisher & paykel healthcare requested additional information from the customer, including a description of the devices in the setup and the amount of condensate observed, to aid in our analysis of the reported condensation. However, no further information has been received. Without further information surrounding the issue, we do not know the extent of the condensation issue experienced or the root cause of the reported condensate. As no fault was found with the humidifier, it is possible that the observed condensate was influenced by the device set-up and environmental conditions.

Event description:
A distributor in (B)(6) reported that an mr850 respiratory humidifier does not heat correctly and that the temperature shown on the display is not constant. The hospital has further reported that there was condensation in the respiratory tube during use. No patient consequence was reported.